Event description:
It was reported that during a gastric resection procedure, the device cut but did not staple at the fourth firing. They had to open the upper part of the stomach and make an over lock with notched thread. Methylene-blue testing: negative. The device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.